Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the device does not alert them when the blood glucose is low. The volume is turned up but the device only vibrates. The customer's blood glucose during the incident was 76 mg/dl. Troubleshooting could not be performed because they did not have the device at the time of the call. The device will not be returned for analysis.